Event description:
It was reported that the subject device did not display image to secondary monitor. The issue was found during service/maintenance of the device. There was no patient involvement.

Manufacturer narrative:
The fse (field service engineer) provided onsite support and found powered video splitter connector not connected to power source, causing no image to be shown. The fse reconnected the video splitter power source and repowered video splitter. Operation of the device was verified at the customer site. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes include electrical problems due to open or short circuit, signal loss, and mechanical issues such as leakage/seal, damage, deterioration, and wear and tear between the evis exera iii video system center components without any design or manufacturing defects. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.